Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump¿s history was showing incorrect data in the download. The reporter indicated that the pump was programmed for 0.9 units per hour however the download indicated 1.0 unit per hour delivery. The reporter also indicated that the pump download showed no carbohydrate numbers on the boluses. The pump was unavailable for troubleshooting at the time of the contact. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2016 with the following findings: investigators were unable to duplicate the original complaint. Due to continuous usage of the pump, the black box data and pump histories from the time of the alleged issue occurrence have been overwritten. An ezcarb bolus was programmed in the pump for testing purposes; the download showed the programmed carbohydrate amount correctly. The pump was programmed with a 2.0 units/hour basal program; no errors, alarms or warning were duplicated during this time. The download correctly showed the programmed 2.0 units/hour amounts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.